Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 918963 was reported however, this is not a manufactured lot# for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that tubes are under filling during use with a bd seditainer¿ 4nc 0.105m 0.45 ml blood collection tubes. The following information was provided by the initial reporter: new tubes don¿t have sufficient vacuum to fill to the minimum accepted level, tubes are being rejected by the machine for level too low and I have observed them filing the tubes. It is not possible to fill them enough.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. 20 retained samples were draw-tested with deionized water. The water is drawn from a compensated draw apparatus. This comprises of a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted. The level at which the tube is inserted into the apparatus, is determined by local atmospheric pressure. This simulates the blood drawing method. Then the drawn tubes are weighed on a calibrated balance. From this testing it was determined that all 20 tubes drew within specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that tubes are under filling during use with a bd seditainer¿ 4nc 0.105m 0.45 ml blood collection tubes. The following information was provided by the initial reporter: new tubes don¿t have sufficient vacuum to fill to the minimum accepted level, tubes are being rejected by the machine for level too low and I have observed them filing the tubes. It is not possible to fill them enough.